Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+1.0/104 (sphere/ cylinder/ axis), in the patients left eye (os) on (B)(6) 2021. The lens was reported as having excessive vaulting and significant reduction of irido-corneal angles. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. Claim # (B)(4).